Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MFR#: 2134265-2011-05014, 2134265-2012-03134, 2134265-2012-03135. It was reported that during a coronary artery stenting treatment procedure, a dissection occurred and following the procedure the patient experienced a myocardial infarction. Target lesion 1 was a bifurcated lesion located in the proximal left anterior descending artery with 100% stenosis. It was 12 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and implanting a 3.50 mm x 16 mm taxus element stent and kissing balloon angioplasty was performed. Residual stenosis was 0%. Target lesion 2 was an ostial lesion located in the distal right coronary artery with 90% stenosis. It was 22 mm long with a reference vessel diameter of 2.8 mm. The physician treated the lesion with pre-dilatation and implanting a 2.75 mm x 28 mm taxus element stent with 0% residual stenosis. Target lesion 3 was located in the mid right coronary artery with 90% stenosis. It was 28 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilatation and implanting a 3.00 mm x 32 mm taxus element stent. A dissection was noted, distal to the 3.00x32mm taxus element stent requiring treatment with a 3.00 x 12 mm taxus element stent. Residual stenosis was 0%. The next day the patient experienced troponin elevation and a myocardial infarction was reported. (Peak troponin= 0.21ng/ml, uln=0.05ng/ml). No action was taken to treat this event and the patient did not experience any ischemic symptoms. The patient was discharged the next day on aspirin and clopidogrel.